Event description:
The user facility reported that during a diagnostic colonoscopy they experienced a total loss of image. The colonoscope was withdrawn from the pt and the procedure was completed with a different, but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The colonoscope was tested for six hrs with two different light sources and video processors and the image was found to be within specification. However, there was evidence of fluid invasion and corrosion in the electrical connector pins, which could be attributed to the user's experience. This report is being filed as an MDR in an abundance of caution.